Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the ligasure device did not seal properly. The device was in use with a forcetriad generator, and the seal was not completed. There was no patient injury.